Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
Device has reached its end of usable life and is not eligible for refurbishment per qs-082 and will be scrapped per wi-000106. This issue will not be investigated in accordance with qs-043 section 5.1.2: the information will be used for tracking and trending purposes.